Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer had an issue with the stylus. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer exhibited an error message during a device follow up. The programmer will be returned for repair. No patient complications have been reported as a result of this event.